Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) reporting that the health care provider (hcp) was constantly sending reminders about this event. They were still unable to perform impedance measurements and was planning an ins replacement. Engineering found that crashes have been observed in the logs due to null pointer exceptions, while calculating impedance values, where the application is expecting a non-null object but the returned values were null, which was not an expected scenario. An ins reset did not fix the issue. The application version listed in the session report was 5.0.780; however, the crash log capturing the failure indicates application version 5.0.676. The current application version was 5.0.839 and the clinician tablet should be updated to this. Additional troubleshooting steps were provided to the rep from technical services. It was recommended that if the troubleshooting steps provided did not work then an ins replacement may be necessary.